Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had second occurrence of a pump error alarm. The customer's blood glucose was unknown at the time of incident. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump passes self test. The product will return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count or time values or changes incorrect for moving or coasting error, insulin flow blocked alarms or prime anomalies were noted during testing. On the other hand, there is a white spot visible in the upper right of the lcd screen. This is due to some damaged pixels located in the upper right hand corner of the display.